Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure of the right ventricular (rv) lead, the suture sleeve migrated along the lead within the vein at the muscle layer making it difficult to remove. The suture sleeve remains in-situ and an additional sleeve was require to secure the lead which remains in use. No patient complications have been reported as a result of this event.